Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable pump won't run alarm. The tubing was clamped and the cassette removed. The cassette was tapped on a hard surface and reattached, but the alarm returned. The cassette was removed again, the tubing massaged, and the cassette tapped on a hard surface. The cassette was reattached, but the alarm persisted. The pump was turned off, and the caller was instructed to call the clinic immediately for further instructions. Rate 2, residual volume rate 49.6ml, given rate 41.85ml. The event occurred while in use with a patient at the patient's home. There was a patient involvement, and no patient harm/adverse event reported.